Event description:
On 6/22/1998, this pt had bilateral mastectomies with free tranverse rectus abdominus musculocutaneous flap and placement of implants. The pt noted leaking of implant near her right axilla and that her right breast was smaller than her right breast. On 10/26/98, the pt had surgery to remove leaking implant and replace with new one.